Manufacturer narrative:
Corrected ae or product problem from reported issue is both an adverse event and product problem to product problem. Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first proximal stent strut row, stent struts were lifted from their crimped positions and pulled distally. The undamaged distal section of the crimped stent outer diameter (od) was measured which is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent was damaged during the procedure and not dislodged as what was previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was stripped off the catheter while passing through the lesion. The dislodge stent was removed using a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.